Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio: 1.0; lab: 1.8. Time between testing was mins. Pt's therapeutic range is 2.0-3.0. Last dose of coumadin was day before.

Manufacturer narrative:
Pt has hypothyroidism. Pt's current health status cannot be ruled out as a cause for unexpected inr results or errors in testing. Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 1.0; reference: 1.8; mean: 1.40; confidence limits: (1.1 - 1.9). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 271481. Test results are as follows: (B)(6). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Three (3) discrepant result complaints were reported for lot 271481 yielding a complaint rate of 0.00272%. Due to this low occurrence rate, below total complaint action threshold of 0.07%, corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.